Event description:
It was reported while in the cardio or, the md used a sheath to insert the iab via the right femoral artery. After connecting the iab to the pump, the md noted the arterial pressure was not present on the screen. The md used the iab and pump to conduct ECG. The pump was used for 5 days until on the 5th day the pump stopped working. The ECG was no longer available. The staff alerted the technicians to repair the pump. It was determined that the pump does not work. As a result, the iab was removed and because the patient was stable, another iab was not inserted. More information was requested about the pump and the repairs. A follow-up report will be filed if more information becomes available.